Event description:
It was reported that the split septum blew out of the housing while manually injecting into the t-connector extension set with a syringe. This occurred during use. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.